Manufacturer narrative:
(B)(4). Concomitant products: nexgen stemmed tibial component size 5 catalog# 00598004701 lot# 63413428, nexgen lps-flex femoral component size f catalog# 00596001652 lot# 63285258. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted.

Event description:
It was reported patient underwent a revision procedure due to infection 18 days post implantation. The articular surface was removed and replaced.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was not confirmed. The device history records were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. Review of the complaint history determined that no further action is required as no were trends identified. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.